Manufacturer narrative:
The device was received. Investigation not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the device delivered more than intended. The device was returned to the biomedical department for an unknown reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. The device was removed from clinical service. There were no reports of any adverse patient events or delays in critical therapy while the device was in clinical use no additional information was provided.